Event description:
It was reported that the pump had a force sensor error occur. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. A device history record review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed. The top case and the right plunger case were found cracked. A review of the event history log found evidence of force sensor test in the history. Functional testing using the power up, check force calibration and occlusion test was performed and during testing, the reported problem was duplicated. The pump was out of calibration. The root cause of the problem was that the plunger cable component did not operate as intended. This failure was considered normal wear as the pump was over 9 years old. To resolve the problem, the plunger cable was replaced.